Event description:
It was reported that during routine device change out procedure, it was noted that the right ventricular lead had dislodged into the superior vena cava. The lead was explanted and replaced.